Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that blood glucose levels were high while on the insulin pump. Customer experienced no symptoms. The customer's blood glucose was reported at 400 mg/dl and was 300 mg/dl at the time of incident. Troubleshooting was completed for the high blood glucose and determined that the reservoir, infusion set, and insulin had to be replaced. The insulin pump will not be returned for analysis. Customer did not use automode feature during the incident.